Manufacturer narrative:
This was initially reported on the summary report dated 09/07/2012 under exemption (B)(4).

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced recurrence of urinary problems. It was also reported that the plaintiff experienced lower left sided pain, constipation, spotting, vaginal discharge, vaginal bleeding, recurrent bladder infections, erosion, extrusion, and left groin pain. Furthermore, it was reported that the plaintiff died. No cause of death was reported. Related to MFR # 2183959-2015-00487 and 2183959-2015-00488.